Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned, however, the distal portion of the catheter was detached and not returned. The break was examined under magnification (20x) the break was not clean with evidence of stretching and ridges a retuned photo depicts a seeker catheter with a catheter break approximately 8cm from the distal tip. It is unknown if the break was a partial or full circumferential catheter break. Based on both the returned device and image, the complaint investigation is confirmed for a catheter break. The definitive root cause could not be determined. It should be noted that all packaged product manufactured is 100% verified for package integrity, therefore, it is unlikely that the catheter break occurred during manufacturing. As all of the packaging was not returned with the device, it could not be determined whether the damage was related to the packaging of the device.

Event description:
It was reported that the crossing support catheter was kinked upon removal from the packaging tube. There was no pt involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.